Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced complete atrioventricular block, low heart rate, generalized malaise and exertional fatigue. The right ventricular (rv) lead exhibited pacing failure, undefined high impedance, polarity switch, noise, insulation damage, high thresholds, oversensing, undersensing and possible fracture. The patient was urgently hospitalized and the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.